Event description:
Had high reading of 225 mg/dl at 4:00 pm and a 93 mg/dl result at 4:45 pm when started having low glucose symptoms. It was reported customer became incoherent and paramedics were called at 5:10 pm where their device measured 85 mg/dl. Reporter stated she was given orange juice and taken to the hosp at 5:30 where she remained until glucose was 95 & 98 mg/dl. A request was made for the return of the suspect product and replacement product was sent.